Event description:
The doctor was inserting a smith & nephew 4.0 cancellous screw during a distal tibia open reduction with internal fixation surgery. The head of the screw broke off leaving approximately 25mm of screw in the lateral side of the distal tibia.